Event description:
It was reported that the monitors would not boot up and the system would not perform fluoroscopic x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor power supply. The system operates as intended.